Manufacturer narrative:
According to the facility, on 9/19/2025, "device was being used as normal for blood collection on a patient. The phlebotomist pulled the needle out of the patient before retracting and when needle did not fully retract the phlebotomist put the needle aside." Per the facility, "no serious injury occurred. The phlebotomist saw that the needle was still slightly exposed and set the needle aside so there was no needlestick incident." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 9/19/2025, "device was being used as normal for blood collection on a patient. The phlebotomist pulled the needle out of the patient before retracting and when needle did not fully retract the phlebotomist put the needle aside." Per the facility, "no serious injury occurred. The phlebotomist saw that the needle was still slightly exposed and set the needle aside so there was no needlestick incident."